Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 33 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt presented to the hosp with abdominal pain and appeared to have a contained ruptured aneurysm. The physician thought the rupture is the result of a proximal type 1 endoleak due to dilatation of the aortic neck. There was no cuff readily available at the facility, and the physician did not want to wait for a cuff to be delivered; therefore, the decision was made to convert to open surgical repair where the stent graft was explanted. The explanted stent graft was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: explanted stent graft was discarded - unable to f/u. Endoleak, ruptured aneurysm. Dilated aortic neck.